Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced dizziness the day after the procedure. The patient went to the emergency room and was suspected to have an allergic reaction. The patient had abnormal electrocardiography(ekgs).